Event description:
Information received from the field does not address the patient's clinical status but notes a suspected malfunction. The associated pulse generator exhibited no output and pauses. Initially, it was thought that oversensing was occurring and the mode was changed to voo. The next day, the loss of output recurred. The physician did not know which device was causing the problem. Therefore, he replaced both the generator and ventricular lead.